Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The concentric, de novo target lesion was located in the moderately tortuous and mildly calcified mid to distal left circumflex artery (lcx). Predilation was performed with a non bsc balloon catheter in the proximal lcx close to the left main artery. A 3.00 x 20 synergy¿ drug-eluting stent (des) was selected for use and there was significant resistance noted during insertion. After several attempts advancing, it was noted that the stent was flared. Another 3.00 x 20 synergy¿ des was used and successfully completed the procedure; a total of three stents were implanted. Post dilation was performed with a non bsc balloon catheter. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: stent delivery system was returned for analysis. A visual examination of the stent found that the stent struts were stretched and lifted from their crimped stent positions from the distal end to mid-section of the stent with distal struts extending over the distal markerband. The undamaged proximal section of the crimped stent outer diameter was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination found multiple kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The concentric, de novo target lesion was located in the moderately tortuous and mildly calcified mid to distal left circumflex artery (lcx). Predilation was performed with a non bsc balloon catheter in the proximal lcx close to the left main artery. A 3.00 x 20 synergy¿ drug-eluting stent (des) was selected for use and there was significant resistance noted during insertion. After several attempts advancing, it was noted that the stent was flared. Another 3.00 x 20 synergy¿ des was used and successfully completed the procedure; a total of three stents were implanted. Post dilation was performed with a non bsc balloon catheter. No patient complications were reported and the patient's status was stable.